Event description:
Additional information received indicated that there was no adverse consequence for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.,a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a reef hip replacement surgery the screw of the target frame for the stem implant broke. Delay of 15 minutes.